Manufacturer narrative:
The customer declined repair service and requested to have the device returned unrepaired. The device was returned to the customer. No repairs were made.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was not able to complete ops check. There was no reported patient involvement.